Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that crosstalk was observed. The crosstalk intermittently fell outside the crosstalk detection window causing snycopal episodes. Programming changes were made and the issue was resolved. The patient will continue to be monitored.